Event description:
Information was received that the bupivicaine in a smiths medical spinal kit did not work. The spinals were placed without issue, however the intrathecal narcotic worked for intraoperative and post operative pain control despite no local anesthetic block setting up. Patient had to have a general anesthetic.